Event description:
The ge oec 9800 fluoroscopy system would not boot up or would partial boot up.

Manufacturer narrative:
A ge oec service representative investigated the issue and found the system would require a single board computer upgrade. Customer had to inquire with facility board to approve repair. No disposition on repair. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.